Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error (adding another supply bag) in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 1 of 4. The hp stated she experienced the same error earlier. (B)(4) had the home patient (hp) close the clamps, disconnect, and cycle the power twice to clear the error. The (B)(4) assisted the hp with getting the set out. (B)(4) asked the hp if she started over with a new set when she had the alarm earlier. The hp said no. The hp stated she just added another bag to the hc because the supply bag was empty. (B)(4) recommended the hp contact the registered nurse (rn) about the alarm. The hc was operational and a swap of the device was not necessary. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.